Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced inability to void, bladder irritation, vaginal pain, abdominal pain, urinary tract infection, kidney infection, recurrence of incontinence, mesh erosion, bleeding, spasms, poking, painful intercourse, and additional revision surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.